Event description:
The manufacturer received information alleging a ventilator was alarming for a low oxygen alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was unable to be confirmed due to the device failing to operate. A ventilator inoperative alarm condition indicating a faulty system board and display board was observed in the device's downloaded error log. The device's machine flow sensor was found to be contaminated with dust and dirt causing a ventilator inoperative alarm condition. No repairs were done to the device, the device was scrapped.